Event description:
Philips received a complaint on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. While evaluating the device and performing periodic maintenance at the repair center, the manufacturer's product support engineer (pse) found that a 1104 "backup alarm failed" alarm error occurred and confirmed the 1104 error code in the event log. The pse replaced the central processing unit (cpu) printed circuit board assembly (pcba), conducted a comprehensive inspection, cleaned the device, performed testing, and verified that the issue was resolved as no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Upon further investigation, per good faith effort (gfe) response, the 1104 "backup alarm failed" alarm error occurred at power on self-test (post). Therefore, this medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.